Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found the instrument to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip tip to be related to the customer reported complaint. Broken material, approximately 0.33" x 0.20", was returned along with the instrument. No material appeared to be missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A review of the device logs for the fenestrated bipolar forceps (part# 478093-03 / (B)(6) ) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 05-may-2021 via system (B)(6). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps instrument involved in this complaint. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. The lot number of the instrument was not provided. Therefore, an instrument log review was unable to be performed. No additional log review was performed as this type of failure would not result in an error in the logs. A review of the site's complaint history does not show any additional complaints related to this product. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "the instruments appear to be single site instruments. In the picture on the left side, it appears that a grasper is holding a broken grip fragment that looks similar to a single site fenestrated bipolar grip." No further assessment can be made without analysis of the returned instrument.  This complaint is reportable based on the following conclusion: it was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of fenestrated bipolar forceps broke and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of fenestrated bipolar forceps broke and fell inside the patient. The fragment was retrieved and the customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer retrieved the fragments and confirmed complete removal by visual inspection. There was no additional procedure required and no post-operative tests were performed to check for additional fragments. The instrument was in use for less than 1 minute prior to the issue. The instrument broke as soon as the user tried to use it. The instrument was inspected prior to use with no issues noted. The surgeon was grasping tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the event. The surgical staff did not feel any resistance upon the final removal of the instrument through the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or video recording of the procedure were available for return. The customer was unable to disclose patient-related information.